Event description:
A report was received that the patient had a staphylococcal infection. The physician was not sure if the infection was device or procedure related. The patient was given antibiotics and underwent explant procedure of the whole system. The patient was doing fine following procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.